Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during device change out, high pacing lead impedance and high capture threshold were observed. The lead was explanted and replaced without complications. The patient¿s condition was stable post-procedure.